Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.